Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had priming issue. Troubleshooting was not performed. Customer stated piston did not stop even thou the reservoir was empty. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump primed properly and the motor traveled forward and reverse properly during testing. No unexpected rewind anomaly noted. The pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.